Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4). The error message "touch self-test fail" appeared during restart of device. While being used on patient, the console touchscreen stopped responding and the flow stopped, too. The rotary knob could not be used to increase the blood flow. The device would not power down from "emergency mode" also. According to the customer the patient went into cardiac arrest due to lack of ECMO support.

Manufacturer narrative:
According to log-files analysis the pump stopped due to a detected bubble. Two minutes later the disposable was dislodged and the alarm was reset. The most probable root cause for the "pump disposable error" is that the customer didn't decrease the rpm's of the pump to zero before attaching the disposable. The investigation is still pending. A supplemental medwatch will be submitted after new information has been received.

Event description:
(B)(4).

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- (B)(4). Contact person- (B)(6). A repair was not performed, because the panel could be destroyed during replacement. Therefore the whole device has been sent to lce in rastatt/ germany. In rastatt the log-files could be downloaded. Results of the analysis: - 22:02:09: the pump stopped due to a detected bubble. - 22:03:52: the external temperature/pressure sensors were dislodged - 22:05:58: the bubble alarm was reset by the customer and the pump started - 22:05:58: no disposable could be detected. The error message "pump disposable error" appeared - 22:09:58: the device was switched into emergency mode by the customer summary: according to log-files analysis the pump stopped due to a detected bubble. Two minutes later the disposable was dislodged and the alarm was reset. The most probable root cause for the "pump disposable error" is that the customer didn't decreased the rpm's of the pump to zero before attaching the disposable. The investigation has been performed on 2018-02-03. The report was sent to designated complaint unit (dcu) on 2018-02-07. Results of investigation report (B)(4): the touch panel was mechanically damaged. Therefore the device could not complete the booting procedure. Only the emergency mode was usable. According to log file analysis no technical problem could be observed. On (B)(6) 2018 the pump stopped due to an intervention. Since the alarm wasn't acknowledged the pump could not be restarted by using the rotary knob. After 4 minutes the customer acknowledged the alarm and the pump restarted. Synchronized the disposable was dislodged to continue the treatment. It lead to the error message "pump disposable error". The user thought that the pump was defective. According to log files the device had no technical problems, but the customer had problems to acknowledge the alarm. He did it via the touch panel. Therefore no relation between the pump stop and the damaged touch panel could be observed. After damaging the touch panel the device could not safe any log file. Thus the failure could be confirmed, but it was no product related malfunction. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. The touch panel was damaged after the incident. Since the device had no malfunction, no corrective action is needed. In addition at this time it cannot be concluded that it is a systemic error. No corrective action is needed.